Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s stimulation will sometimes increase. When the patient is sleeping, the stimulation will wake the patient up and he has to go back and decrease the amplitude. During the call, it went from 4.8 milliamps to 5.6 milliamps without changing positions. The patient indicated that he has adaptivestim enabled and that he would like to keep it that way. When the patient is lying down at night, sometimes he feels stimulation, and sometimes he doesn¿t. The patient will sometimes wake up with ¿pain or whatever.¿ the patient indicated that sometimes during the day, he cannot feel stimulation, so he checks it and sees that the amplitude is not what he set it to. At the time of the report, the patient was standing upright, but it was displaying that he was in the reclining position. The patient noted that this issue had been ongoing for about 6 months. The patient was redirected to their physician for programming adjustments. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer stated that the controller battery was taken out to reset it but the device wasn¿t keeping the settings. The patient was given a new controller but the adaptive stimulation was still not programmed properly. The patient didn¿t have it reprogrammed because there wasn¿t any place nearby.